Event description:
Device malfunction: wings did not collapse. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The physician reportedly followed all the steps correctly, however, the vessel locator wings did not collapse. Manual compression was used to achieve hemostasis. Though requested, no additional information available.

Manufacturer narrative:
Evaluation summary: the device was returned with the external components in the correct/fully deployed positions with the exception of the vessel locator. The vessel locators were bent and not collapsed into the tube set. During internal observation the pusher body to nylon shaft was found to be disbonded with adhesive present on the pusher body and the nylon shaft. It is no known if the nylon shaft to pusher body bond failure was a contributing factor or the root cause in this event. An investigation has been initiated and concluded in internal corrective actions to the equipment, preventive maintenance, and the manufacturing process flow and quality control process. Review of the history record for this device did not product any findings relevant to this investigation.